Manufacturer narrative:
Event date is an unreported date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and stomach pain. The cause, treatment and whether the patient was hospitalized for the events were not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.